Event description:
It was reported that hemostatic valve leak occurred. A left atrial appendage closure procedure was being performed and a watchman access system double curve (was) was prepared for use and advanced into the patient anatomy. The hemostatic valve was completely tightened; however, blood was leaking. The was exchanged for another to complete the procedure.

Manufacturer narrative:
Device evaluated by MFR.: the returned watchman access system was analyzed and the reported event of leak could not be confirmed. The watchman access system was returned without the dilator and with blood in the device. Visual inspection found a kink in the sheath 5cm proximal of the tip. Microscopic inspection found tip damage as the tip was flattened. The observed damage was attributed to procedural factors due to the forces that are put upon the device during insertion, advancing, and manipulation. Functional testing was performed by attaching a syringe filled with water and applying positive/negative pressure with the valve open and closed. The device was able to be flushed properly. The device was able to backflush, and air was able to be purged from the device. Product analysis could not confirm the event as functional testing passed and clinical circumstances could not be replicated.

Event description:
It was reported that hemostatic valve leak occurred. A left atrial appendage closure procedure was being performed and a watchman access system double curve (was) was prepared for use and advanced into the patient anatomy. The hemostatic valve was completely tightened; however, blood was leaking. The was exchanged for another to complete the procedure.